Event description:
During a mandible procedure, the surgeon opted to change the initial choice of implants. Surgeon decided to implant curvilinear distractors (right and left). The procedure was in process when the implants arrived. Due to time constraints, surgeon did not steam autoclave the implants. The implants were placed in cidex for 20 minutes prior to implantation. This is the second of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.